Event description:
The pt reported experiencing elevated blood glucose of up to 320 mg/dl in 2009. The pt bolused through the infusion device to lower blood glucose with no success. The pt believes the infusion tubing leaked insulin near the headset and the adhesive was not properly sticking. The pt changed the infusion set and bolused through the infusion device to lower blood glucose. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.